Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated by the product analysis lab (pal). A service history review revealed no indication that the parts replaced during servicing caused or contributed to this event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the issue. An internal/external inspection was performed and the device passed, along with all of the functional return instrument test/evaluation (rite) testing. During the evaluation, ground bond failure was discovered during the rite electrical testing. The results of the evaluation revealed the cause for ground bond failure was determined to be poor connection at the door frame to door post interface. The door post was removed and inspected for corrosion/contamination and the device was sent to service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed the ground bond test indicating a high resistance value between the device and the ground bond on the power supply. No additional information is available.